Manufacturer narrative:
The technician found the CPR valve is sticking. He replaced the CPR valve to repair the bed.

Event description:
Information rec'd indicates the head section won't go down using the CPR lever but will go down using the siderail controls.